Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions "valve corrosion, air/water inlet corrosion, suction port corrosion and auxiliary inlet corrosion" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had valve corrosion. Additionally, the air/water inlet, suction port and auxiliary inlet were corroded. There was no patient involvement.